Event description:
A physician reported a pt who was implanted on 9/11/97 in the upper left, upper right and lower vermilion borders. Due to the pt history of vermilion herpes simplex the physician prescribed daily use of zithromax and famvir from 9/10/1997 through 9/15/97. On 9/15/97, the pt reported an outbreak in her lower lips that resembled cold sores; the physician prescribed an increased dosage of famvir for 5 more days. On 9/16/97 the physician diagnosed herpes type lesions on her lower lips (exact area unk) and noted a hardened film area in the left lower incision site (exact area unk). On 9/19/97, the herpes type lesions were resolved. Although the pt complained of a feeling that her lower lip was swelling, the area appeared normal on exam. On 9/24/97 the sutures in all incision sites were removed and the physician noted the appearance of a small lesion in the right upper vermilion border area (description not available). On 10/2/97, the pt was seen and complained of discomfort in the left upper exit site which on exam appeared normal. On 10/9/97, the pt reported continued discomfort at the left upper exit site; the physician prescribed aquaphor topical ointment. On 10/24/97, the pt reported pain and a white liquid oozing from the left upper exit site. The physician prescribed zithromax. On 10/27/97, the physician observed a lesion in the left lower lip (exact location not described) oozing pus. The physician prescribed bactroban topical ointment. The upper lip region was clear and asymptomatic (exact date of resolution not known). On 10/28/1997, the physician injected the left lower lesion with kenalog and prescribed oral bynabec. On 10/31/97 the pt reported that the lesion was oozing a clean fluid; the physician did not assess it or prescribe any new interventions on this date. On 11/4/97, the left lower lip lesion continued to ooz clear liquid; the physician re-injected kenalog and cauterized the lesion. The physician became aware that the pt had been squeezing the lesion since its appearance and he advised her to not touch it and to keep it clean. On 11/11/97 the pt reported continued oozing from the same site. On 11/13/97 the lower vermilion border implant was removed without incident. The explant was normal in appearance and was not cultured by the physician nor returned for analysis to the MFR. The physician did not prescribe any add'l interventions. On 11/20/97 the physician noted a small area of fibrosis type of activity in the left lower lip (exact area not known). The physician considered it a facet of normal healing processes. The entire upper vermilion border appeared smooth and well healed. The pt had not complaints.